Event description:
It was reported the atrial leadless pacemaker (lp) exhibited far r-wave oversensing. Programming changes were discussed, no changes or interventions were performed. There were no patient consequences.